Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received unexpected power loss alarm. The customer¿s blood glucose level was 153 mg/dl. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will not be returned for analysis.